Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the user cut their finger while taking the knife out of the package; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that she cut her finger on the blade of the knife while removing it from the packaging. She has indicated that the design of the packaging makes it difficult to get the knife out of the package. The nurse applied a "plaster" to the cut and was able to continue with surgery. A sample is not expected as it was discarded. Additional information has been requested and received indicating a sample is not expected as it was discarded. .